Event description:
It was reported that an arthrolysis was performed due to pain.

Manufacturer narrative:
The initial MDR for this complaint was filed in error. This was a duplicate complaint. The initial complaint was filed under (B)(4) and the initial and follow-up MDR was filed to include the arthrolysis procedure.

Manufacturer narrative:
(B)(4).